Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
It was reported by the sales rep that two of their micro tornado hand pieces did not function and another micro tornado hand piece did not suction prior to a rotator cuff repair. There were no patient consequences or delays. The case was completed with a fourth like device. The sales rep was not present during the case and could not provide any more details. The devices are being returned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep that two of their micro tornado hand pieces did not function and another micro tornado hand piece did not suction prior to a rotator cuff repair. There were no patient consequences or delays. The case was completed with a fourth like device. The sales rep was not present during the case and could not provide any more details. The devices are being returned.

Manufacturer narrative:
(B)(4). The device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis does not confirm the reported issue of the unit did not suction. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed replacement of internal seals and screws as per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on (B)(6) 2016 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that two of their micro tornado hand pieces did not function and another micro tornado hand piece did not suction prior to a rotator cuff repair. There were no patient consequences or delays. The case was completed with a fourth like device. The sales rep was not present during the case and could not provide any more details. The devices are being returned.

Manufacturer narrative:
Product complaint (B)(4). ¿depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: (B)(4).

Manufacturer narrative:
(B)(4). The device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis does not confirm the reported issue of the unit did not suction. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed replacement of internal seals and screws as per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on (B)(6) 2016 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).